Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was performed and the occlusion alarm did not reoccur while disconnected at the infusion set site. Customer declined to continue to troubleshoot to verify a possible cause of the occlusion as the customer refused to perform a cartridge change. Customer¿s blood glucose level was 260 mg/dl. No additional patient or event information was available.